Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The patient did report to receive medical intervention and reported to have a lung removed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 21, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cancer related to CPAP device's sound abatement foam. The patient did report to receive medical intervention and reported to have a lung removed. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. They observed blower motor and blower box missing from device, also observed lcd ribbon torn on ui panel. The manufacturer inspected the device internally and externally, observed unknown white, and black (inconsistent with degraded sound abatement foam) contamination in the iso port (international organization of standardization.), unknown black (inconsistent with degraded sound abatement foam) , and brown specks of contamination in the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found eight error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patients symptoms and there was no evidence of sound abatement foam degradation sections d8, d9, h2, h3, h6 has been updated in this report.